Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and attempting different wall outlets and adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the caller to use multiple daily injections as a backup insulin therapy.